Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device. He initially traced the failure to a magnetic valve malfunction. He returned for a second visit to replace the ordered part and he had to stop the service activity when realized that the compressor was very noisy. Moreover, a bubbling noise coming from patient tank was noticed. This points to a compressor damage which affects the cooling function for both patient and cardioplegia circuit. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t cooling malfunctioned during procedure. There was no report of patient injury.